Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. This is a similar device report, a similar device of the reported device was sold to us; the reported device is not marketed in the us.

Event description:
It was reported that there was an issue with the product sy704ts - ennovate closed domino connector 11 mm. According to the complaint description, the patient underwent revision due to postoperative migration at six (6) months. The connector had slipped and the ilium screw was not connected. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision. No further data was provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4)

Manufacturer narrative:
Additional information: b5 - associated medwatch reports and involved components updated. D9 - product receipt date. D10 - involved components. H3 - yes, evaluation. H6 - codes updated. Investigation results: a visual and microscopical investigation of all received implants was made. In the first step, the rod connector sy704ts was investigated ((B)(4)). The hexagons of the two tightening screws show minor deformation, caused by tightening the rod(s). The deformations of the hexagons are in a normal range for used implants. Apart from a few scratch marks caused by implantation and explantation, there is no real damage. The connector is in a flawless technical condition. In the next step the enclosed rod was investigated. Here too was found no real damage other than a few scratches and wear marks. After that a visual inspection of the screw was made. In the first step the hexagon and the thread were investigated. The hexagon exhibits no signs of wear or damages, which would be signs of a not correctly applied hex key, and the thread is in a flawless condition. In the next step the bottom of the screw was examined. Here were found the typical circular wear of a not properly tightened screw, respectively a screw that was tightened over a not correctly placed rod and an elongated impression caused by the rod underneath and the back and forth movements. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are currently no further complaints with this lot and error pattern at hand. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision. Conclusion/preventive measures: the cause of the problem described was a rod that was not optimally placed in the head of the pedicle screw. The instructions for use (IFU with the internal reference number: (B)(4)) points out: make certain and check that the screw head is at right angles to the rod. Based upon the investigation results, a CAPA is not required.

Event description:
Update: previously, there were three (3) leading materials. After the investigation completion, it was confirmed that there was only one (1) leading material, sy001ts (internal aesculap ag ref. No. (B)(4)). Associated medwatch-reports: 9610612-2024-00053 (internal aesculap ag ref. No. (B)(4)- sy001ts). Involved components: 9610612-2024-00052 (internal aesculap ag ref. No. (B)(4) - sy904ts). 9610612-2024-00015 (internal aesculap ag ref. No. (B)(4) - sy704ts).